Manufacturer narrative:
(B)(4).

Event description:
It was reported that exit block was observed. X-ray revealed that the left ventricular lead had dislodged. No intervention was performed at this time. The condition of the patient was good.

Event description:
New information noted that the lead was explanted on (B)(6) 2016. The patient's condition was good post procedure.